Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couples of years ago from date manufacturer was made aware.